Event description:
The patient had reported in 2004 that their one touch ultra meter would not power on. They were using the correct test strips and was inserting it all the way in to the port on the meter. During troubleshooting, the meter turned on when the power button was pressed and also when a test strip was inserted. But, when the patient tried to power on again soon after, the meter did not turn on. Therefore, this issue was not resolved with troubleshooting. The patient has also reported that they had contacted the emergency services since they were feeling light-headed and weak. It is unknown was to what the ems meter's result was. Medical affairs specialist had attempted to contact the patient for that information, but the phone kept ringing and there was no answer. Per the documentation, the patient did not received any treatment. A letter will be sent to the patient. This case reported as a meter malfunction since the power issue was not resolved. There is no further clinical information provided.